Event description:
The surgeon attempted to insert an micl12.6 implantable collamer lens but the lens tore. There was no patient contact or injury. The reporter stated the cause of the lens tear was due to the lens not being loaded correctly.